Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Trilogy acetabular system longevity crosslinked polyethylene liner p/n 00630505036 l/n 61379632; zimmer m/l taper hip prosthesis modular femoral stem p/n 00771301000 l/n 61346509. Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00529, 0002648920-2017-00530, 0002648920-2017-00531.

Event description:
It was reported patient¿s left hip was revised approximately 6 years post-implantation due to pain, pseudotumor, corrosion, dislocation, fluid collection, soft tissue with necrosis and chronic inflammation. Intraoperative findings stated failed left total hip arthroplasty with taper junction corrosion, a massive pseudotumor with completely absent gluteus medius and minimus attachments to the greater trochanter. There was also gross evidence of corrosion at the head neck junction with black corrosive debris and moderate corrosion at the neck body junction and necrotic friable debris. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the head and identified the following: there is dark debris and a thread like pattern in the head's taper. No other damages were noted. The taper of the returned device was reviewed via optical microscopy damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris was identified. Evaluation of the returned product does not change the final conclusions or previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
Concomitant medical products: trilogy acetabular system longevity crosslinked polyethylene liner p/n 00630505036 l/n 61379632; zimmer m/l taper hip prosthesis modular femoral stem p/n 00771301000 l/n 61346509; shell porous with cluster holes 54 mm o.d. P/n 00620005422 l/n 61316054; bone screw self-tapping 6.5 mm dia. 25 mm length p/n 00625006525 p/n 61412713; modular neck r1 12/14 neck taper use with +0 heads only p/n 00784802401 l/n 60921924. Reported event was unable to be confirmed due to limited information received from the customer. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00529. 0002648920-2017-00530. 0001822565-2017-06285.